Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set occlusion event on 22-may-2024 after 3 hours of insertion. Infusion set has not been used for more than 72 hours. Insertion site was upper buttocks. Customer regularly rotate site location. Customer changed supplies as necessary and resumed insulin therapy. No further information available.